Manufacturer narrative:
Additional information was received on 11/18/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 11/20/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear within an area of siltex cracking in the posterior view, measuring less than 0.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.